Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic ivor lewis, when the surgeon pressed the silver button, the device did not respond and the jaws did not close. A new reload was used to complete the procedure. No patient injury.